Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported 8100 device failing the rate calibration set was not identified during the customer call. Biomed was using a regular IV set instead of the 8100 rcs rate calibration set. Advised biomed to use the 8100 rcs when performing a rate calibration. If the rate calibration continues to fail after using the correct rcs, recommended replacing the bezel assembly (part# 49000437). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 fails rate calibration set. There was no patient involvement.